Manufacturer narrative:
The failure investigation has been completed and the alleged shut down issue was verified. Based on the analysis, the alleged wake button and touch screen issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the customer was unable to interact with the pump. Additionally, it was reported that the pump unexpectedly shut down. When the customer attempted to turn the pump back on, the wake button was not working. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 156-200 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.